Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported system connections and pcb's the system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No pt serious injury or death was reported to this event.